Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had pump error alarm as well as motor error alarm. Customer¿s blood glucose was 120 mg/dl at the time of incident. Drive support cap was normal. Customer was not sure foe insulin pump exposed to high magnetic field. Customer was unable to complete insulin pump rewind due to pump alarm. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to blank display. Motor passed motor test.